Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was moving around under their skin and all they did was bend over to pick up a (B)(6); the ins moved out of place and was moving around, and the patient was nauseous, could not eat, and was sick since. It was noted that the patient had been trying to reach the healthcare provider (hcp) and had not heard back. No further complications were reported/anticipated.